Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer stated that he had some issues with the infusion set being pulled out from the customer's body and the needle guard was hard to remove. Customer declined high blood glucose troubleshooting and no form of treatment was reported. Customer was advised that a replacement infusion set will be sent. The insulin pump was not returned for analysis.